Manufacturer narrative:
.

Event description:
Patient suffers from increased cobalt levels (144.6 nmol, 8.2 ugl according to last month's test). Implanted in 2010. It is not confirmed whether a revision surgery has taken place.